Manufacturer narrative:
A failure analysis report was generated by american medical systems quality engineer. The examination disclosed that the fiber cap was worn out. The examination also disclosed that the cap was intact and still attached, drilled through, exhibited any or all of char, devitrification, crater, melted glass and minor bevel melting. The device failure was associated with normal wear out which may be accelerated by technique causing a lack of cooling. The 2090 fiber endures high power as a result of a reflective cap area, and may be subjected to more heat, especially if cooling is blocked by tissue contact. Tissue contact creates char which further insulates the cap from cooling and increases heat by absorbing energy. The heat contributes to devitrification and associated weakening of the glass, making it subject to breakage from melting or mechanical or thermal stress. Glue burning increases pressure in the cap. Energy reflected back at the fiber cap from a scope, seed, stone or otherwise may have contributed to and/or created any melting in the crater area on the outside of the fiber cap. The root cause of the device failure was determined to be use and accelerated by tissue contact. No pt injury was reported. The product labeling (product insert 0127-1410) provides warning of possible cap detachment in the pt and instructions for retrieving.

Event description:
It was reported by the customer that on (B)(6) 2010 the fiber forward fired and/or the fiber was damaged at the tip at 21,595 joules. An examination, conducted by an american medical sys quality engineer, disclosed that the fiber cap was worn out. This info was not available until (B)(6) 2010 and as a result initiated an MDR for this event.